Event description:
The customer reported the sensor glue was easily dissolved after only a few hours of use, also the cable protection was falling off quickly so that the wires were exposed and the measuring was partly interrupted. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned sensors were evaluated. Visual inspection found sliding neck tape at sensor end; causing exposed conductor jackets and shields. Visual inspection on another returned sensor found no physical damage. During continuity tests; no short or open was detected, and no intermittent short or open was detected when manipulated. The devices are functioning electrically as designed. The sensors were tested with a lab cable for 15 minutes continuously and no problem was found, able to obtain spo2 and pulse rate values throughout the entire 15 minutes of testing.

Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the sensor glue was easily dissolved after only a few hours of use, also the cable protection was falling off quickly so that the wires were exposed and the measuring was partly interrupted. No patient impact or consequences were reported.